Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify scrolling numbers display anomaly, and perform displacement, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. During a bolus the insulin pump's keys kept scrolling. The button error alarm occurred right after the insulin pump was exposed to moisture. Customer's blood glucose level was 388 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.